Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device in used condition. A review of the event history log found records of 'upstream occlusion' alarms. Functional testing was able to duplicate the reported problem. It was determined the root cause was due to the main board. To address the issue, the main board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an upstream occlusion error. There was unknown patient involvement.